Manufacturer narrative:
Device did not malfunction during the procedure. The device lot number is unknown and the device was not returned for evaluation as the device was discarded. Complaints will continue to be monitored for any trends. If more information are provided in the future, a supplemental report will be issued.

Event description:
Ehit was reported on a questionnaire for post markert surveillance. A patient received a procedure for rfa right gsv on (B)(6) 2021. A small dvt was noted on the right peroneal on (B)(6) 2021. Patient was prescribed eliquis.